Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited crosstalk oversensing. Upon review of the presenting, atrial signals were seen on right ventricular (rv) channel, however they were appropriately falling into blanking. Technical services (ts) reviewed and recommended to adjust sensitivity and to have defibrillation threshold (dft) test performed. This device remains in service. No adverse patient effects were reported.